Event description:
As reported by the user facility; needle stick injury; (B)(4), lot # unk. Product was in bard PICC tray # (B)(4), procedure performed. Clinician stuck during clean up.

Manufacturer narrative:
Exemption number (B)(4). (Importer) is submitting this report on behalf of b. Braun (B)(4) (MFR). (B)(4). In a f/u with the facility, the reporter indicated the clinician who was involved with the incident believed the safety clip activated on both needles. After the procedure she laid them down on a table next to a scalpel (scalpel was not used and safety cover still in place.) She picked up the needles and scalpel during cleanup at which time she received a laceration. (Not needle stick as reported). No sutures required. They are not sure what caused the laceration. After the incident they visually examined the devices and the needles safety clip were in place covering the tip of the needle and the scalpels safety cover was also in place. The reported confirmed that the lot number is unk. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for eval. A f/u report will be filed when add'l pertinent info regarding the investigation becomes available.